Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 275 mg/dl. Reportedly, the customer will continued to use the pump for insulin therapy. It was also reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. The customer was instructed to reset the pump to resolve the issue.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of cgm error was verified; however, no failure was identified for the data alert issue.